Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with 1 syringe of juvéderm® volux¿ xc and with 1 syringe of an unspecified juvéderm® in the chin. Immediately after, the patient experienced ¿inflammation¿ in the chin. Two months later, the patient noticed ¿pus¿ coming out of the chin and was diagnosed with a bacterial infection. The patient was treated with doxycycline and steroids. The steroids were for 6 days, but the patient continued taking them. Later that month, the patient was diagnosed with ¿abscess¿ in the chin. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint: (B)(6) (emdr-74912). This MDR is being submitted for the first suspect product, juvéderm® volux¿ xc.